Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported needle safety mechanism did not deploy, so there was an exposed sharp. There is no reported adverse event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a faulty safety mechanism is confirmed but the root cause could not be determined. Four photographs of a 20g powerglide pro were returned for evaluation. All four photographs show different angles of the device. The same observations were made across all four photos. Inspection of the photos found that the safety mechanism was still inside the device housing, resting at its starting position against the needle hub, despite the catheter assembly having been removed. No obvious use residues were present and no obstructions to the safety mechanism path were visible in the photos. The photographs did not provide enough detail to determine the cause of the safety mechanism not advancing. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.